Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the right coronary artery. Following pre-dilatation, a 2.75 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the right coronary artery. Following pre-dilatation, a 2.75 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75mm x 32mm stent delivery system was returned for analysis. Examination of the stent under microscope found no stent damage. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.